Manufacturer narrative:
The e-series brush head is an accessory to the cleancare power toothbrush.

Event description:
The consumer states that the bristles from their e-series brush head are coming out.